Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. The customer radiometer was sent into natus repair for recalibration, issue resolved.

Event description:
Natus recieved on (B)(6) 2017 a complaint that a neoblue 3 led light intensity measured low with their neoblue radiometer. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.